Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain on right side/cramping/ stabbing sharp lower abdominal pain on right side"), genital haemorrhage ("irregular bleeding / heavy bleeding / clot"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), appendicitis ("appendicitis") and ovarian cyst ("ovarian cysts/ cystic ovaries") in a 55-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts". The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 1986; (B)(6) 1989). Previously administered products included for an unreported indication: birth control pill from 1989 to 2008. Past adverse reactions to the above products included hypertension with birth control pill. Concurrent conditions included rheumatoid arthritis, body mass index normal and uterine bleeding. Concomitant products included omeprazole since 2003 to (B)(6) 2017 and ranitidine for acid reflux (oesophageal), tramadol hydrochloride (tramadol hcl cf) since 2003 to (B)(6) 2017 for pain, celecoxib for rheumatoid arthritis, nortriptyline hydrochloride (nortriptyline hcl) since 2003 for sleep problem and pain nos, gabapentin since 2003 for tingling and numbness as well as clindamycin hydrochloride since 2003 to (B)(6) 2017, hydrochlorothiazide since 2003, lotrisone (clotrimazole w/betamethasone dipropionate), metaxalone, pravastatin sodium since 2003 to (B)(6) 2017 and prednisone. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), weight increased ("weight gain"), vaginal infection ("recurring vaginal infections"), vitamin d deficiency ("vitamin d deficiency") and dysgeusia ("metal taste in mouth"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced appendicitis (seriousness criterion medically significant). In 2010, the patient experienced amnesia ("short term memory loss"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth issues") and impaired work ability ("loss of work"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with arthritis, pain in extremity, arthralgia and neck pain, palpitations ("heart palpitations") and loss of libido ("loss libido"). The patient was treated with intravenous ringers, rituximab (rituxan), surgery (laparoscopic assisted vaginal hysterectomy), surgery (appendix removal) and surgery (right ovary removal in (B)(6) 2010.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, abdominal distension, vaginal infection, vitamin d deficiency and dysgeusia was resolving, the systemic lupus erythematosus, appendicitis, ovarian cyst, back pain, amnesia, tooth disorder, impaired work ability, palpitations and loss of libido outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, appendicitis, back pain, dysgeusia, genital haemorrhage, impaired work ability, loss of libido, ovarian cyst, palpitations, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her physician had an issue getting the coil into her right fallopian tube. So she scheduled an appointment for her to go to the hospital two weeks later to have the other coil inserted, under general anesthesia. (B)(6) 2008 insertion details: the right tubal ostium was identified and subsequently cannulated with the essure cannula without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: reporters details added. Lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain on right side/cramping/ stabbing sharp lower abdominal pain on right side"), genital haemorrhage ("irregular bleeding / heavy bleeding / clot"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), appendicitis ("appendicitis") and ovarian cyst ("ovarian cysts/ cystic ovaries") in a 55-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts". The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 1986; (B)(6) 1989). Previously administered products included for an unreported indication: birth control pill from 1989 to 2008. Past adverse reactions to the above products included hypertension with birth control pill. Concurrent conditions included rheumatoid arthritis, body mass index normal and uterine bleeding. Concomitant products included omeprazole since 2003 to (B)(6) 2017 and ranitidine for acid reflux (oesophageal), tramadol hydrochloride (tramadol hcl cf) since 2003 to (B)(6) 2017 for pain, celecoxib for rheumatoid arthritis, nortriptyline hydrochloride (nortriptyline hcl) since 2003 for sleep problem and pain nos, gabapentin since 2003 for tingling and numbness as well as clindamycin hydrochloride since 2003 to (B)(6) 2017, hydrochlorothiazide since 2003, lotrisone (clotrimazole w/betamethasone dipropionat), metaxalone, pravastatin sodium since 2003 to (B)(6) 2017 and prednisone. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage, systemic lupus erythematosus and ovarian cyst (seriousness criterion medically significant), weight increased ("weight gain"), vaginal infection ("recurring vaginal infections"), vitamin d deficiency ("vitamin d deficiency") and dysgeusia ("metal taste in mouth"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced appendicitis (seriousness criterion medically significant). In 2010, the patient experienced amnesia ("short term memory loss"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth issues") and impaired work ability ("loss of work"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with arthritis, pain in extremity, arthralgia and neck pain, palpitations ("heart palpitations") and loss of libido ("loss libido"). The patient was treated with intravenous ringers, rituximab (rituxan), surgery (laparoscopic assisted vaginal hysterectomy), surgery (appendix removal) and surgery (right ovary removal in (B)(6) 2010.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, abdominal distension, vaginal infection, vitamin d deficiency and dysgeusia was resolving, the systemic lupus erythematosus, appendicitis, ovarian cyst, back pain, amnesia, tooth disorder, impaired work ability, palpitations and loss of libido outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, appendicitis, back pain, dysgeusia, genital haemorrhage, impaired work ability, loss of libido, ovarian cyst, palpitations, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her physician had an issue getting the coil into her right fallopian tube. So she scheduled an appointment for her to go to the hospital two weeks later to have the other coil inserted, under general anesthesia. (B)(6) 2008 insertion details: the right tubal ostium was identified and subsequently cannulated with the essure cannula without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain on right side/cramping/ stabbing sharp lower abdominal pain on right side'), genital haemorrhage ('irregular bleeding / heavy bleeding / clot'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), appendicitis ('appendicitis') and ovarian cyst ('ovarian cysts/ cystic ovaries') in a 55-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts". The patient's medical history included gravida ii and parity 2 (date of births: (B)(6) 1986; (B)(6) 1989). Previously administered products included for an unreported indication: birth control pill from 1989 to 2008. Past adverse reactions to the above products included hypertension with birth control pill. Concurrent conditions included rheumatoid arthritis, body mass index normal and uterine bleeding. Concomitant products included omeprazole since 2003 to (B)(6) 2017 and ranitidine for acid reflux (oesophageal), tramadol hydrochloride (tramadol hcl cf) since 2003 to (B)(6) 2017 for pain, celecoxib for rheumatoid arthritis, nortriptyline hydrochloride (nortriptyline hcl) since 2003 for sleep problem and pain nos, gabapentin since 2003 for tingling and numbness as well as clindamycin hydrochloride since 2003 to (B)(6) 2017, hydrochlorothiazide since 2003, metaxalone, pravastatin sodium since 2003 to (B)(6) 2017 and prednisone. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("recurring vaginal infections"), vitamin d deficiency ("vitamin d deficiency") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced appendicitis (seriousness criterion medically significant). In 2010, the patient experienced amnesia ("short term memory loss"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth issues") and impaired work ability ("loss of work"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with arthritis, pain in extremity, arthralgia and neck pain, palpitations ("heart palpitations"), loss of libido ("loss libido") and artificial menopause ("surgical menopause"). The patient was treated with calcium;potassium;sodium (intravenous ringers), rituximab (rituxan) and surgery (appendix removal, laparoscopic assisted vaginal hysterectomy and right ovary removal in (B)(6) 2010.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, abdominal distension, vaginal infection, vitamin d deficiency and dysgeusia was resolving, the systemic lupus erythematosus, appendicitis, ovarian cyst, back pain, amnesia, tooth disorder, impaired work ability, palpitations, loss of libido and artificial menopause outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, appendicitis, artificial menopause, back pain, dysgeusia, genital haemorrhage, impaired work ability, loss of libido, ovarian cyst, palpitations, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her physician had an issue getting the coil into her right fallopian tube. So she scheduled an appointment for her to go to the hospital two weeks later to have the other coil inserted, under general anesthesia. (B)(6) 2008 insertion details: the right tubal ostium was identified and subsequently cannulated with the essure cannula without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfs received. Reporter information were added. Event surgical menopause were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain on right side/cramping/ stabbing sharp lower abdominal pain on right side'), systemic lupus erythematosus ('lupus'), rheumatoid arthritis ('rheumatoid arthritis'), appendicitis ('appendicitis') and ovarian cyst ('ovarian cysts/ cystic ovaries') in a 55-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts". The patient's medical history included gravida ii and parity 2 (date of births: (B)(6) 1986; (B)(6) 1989). Previously administered products included for an unreported indication: birth control pill from 1989 to 2008. Past adverse reactions to the above products included hypertension with birth control pill. Concurrent conditions included rheumatoid arthritis, body mass index normal and uterine bleeding. Concomitant products included omeprazole since 2003 to (B)(6) 2017 and ranitidine for acid reflux (oesophageal), tramadol hydrochloride (tramadol hcl cf) since 2003 to (B)(6) 2017 for pain, celecoxib for rheumatoid arthritis, nortriptyline hydrochloride (nortriptyline hcl) since 2003 for sleep problem and pain nos, gabapentin since 2003 for tingling and numbness as well as betamethasone dipropionate, clindamycin hydrochloride since 2003 to (B)(6) 2017, hydrochlorothiazide since 2003, metaxalone, pravastatin sodium since 2003 to (B)(6) 2017 and prednisone. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage ("irregular bleeding / heavy bleeding / clot"), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), vaginal infection ("recurring vaginal infections"), vitamin d deficiency ("vitamin d deficiency") and dysgeusia ("metal taste in mouth") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced appendicitis (seriousness criterion medically significant). In 2010, the patient experienced amnesia ("short term memory loss"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth issues") and impaired work ability ("loss of work"), 5 years 3 months after insertion of essure. On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with arthritis, pain in extremity, arthralgia and neck pain, palpitations ("heart palpitations"), loss of libido ("loss libido"), artificial menopause ("surgical menopause") and hot flush ("hot flashes"). The patient was treated with calcium;potassium;sodium (intravenous ringers), rituximab (rituxan) and surgery (appendix removal, laparoscopic assisted vaginal hysterectomy, right oopherectomy and salpingectomy and right ovary removal in (B)(6) 2010.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, weight increased, abdominal distension, vaginal infection, vitamin d deficiency and dysgeusia was resolving, the systemic lupus erythematosus, appendicitis, ovarian cyst, back pain, amnesia, tooth disorder, impaired work ability, palpitations, loss of libido and artificial menopause outcome was unknown and the rheumatoid arthritis and hot flush had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, appendicitis, artificial menopause, back pain, dysgeusia, genital haemorrhage, hot flush, impaired work ability, loss of libido, ovarian cyst, palpitations, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her physician had an issue getting the coil into her right fallopian tube. So she scheduled an appointment for her to go to the hospital two weeks later to have the other coil inserted, under general anesthesia. (B)(6) 2008 insertion details: the right tubal ostium was identified and subsequently cannulated with the essure cannula without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received: new reporter was added. New event hot flashes was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("lower abdominal pain on right side/cramping/ stabbing sharp lower abdominal pain on right side"), genital haemorrhage ("irregular bleeding / heavy bleeding / clot"), systemic lupus erythematosus ("lupus"), rheumatoid arthritis ("rheumatoid arthritis"), appendicitis ("appendicitis") and ovarian cyst ("ovarian cysts/ cystic ovaries") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have confirmation test following insertion of essure micro-inserts". The patient's past medical history included gravida ii and parity 2 (date of births: (B)(6) 1986; (B)(6) 1989). Previously administered products included for an unreported indication: birth control pill from 1989 to 2008. Past adverse reactions to the above products included hypertension with birth control pill. Concurrent conditions included rheumatoid arthritis and body mass index normal. Concomitant products included omeprazole in 2003 and ranitidine for acid reflux (oesophageal), tramadol hydrochloride (tramadol hcl cf) in 2003 for pain, celecoxib for rheumatoid arthritis, nortriptyline hydrochloride (nortriptyline hcl) in 2003 for sleep problem and pain nos, gabapentin in 2003 for tingling and numbness as well as clindamycin in 2003, hydrochlorothiazide in 2003, lotrisone (clotrimazole w/betamethasone dipropionat), metaxalone, pravastatin sodium in 2003 and prednisone. In 2008, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), ovarian cyst (seriousness criterion medically significant), the first episode of weight increased ("weight gain"), vaginal infection ("recurring vaginal infections"), vitamin d deficiency ("vitamin d deficiency") and dysgeusia ("metal taste in mouth"). In (B)(6) 2009, the patient experienced abdominal distension ("bloating"). In (B)(6) 2010, the patient experienced appendicitis (seriousness criterion medically significant). In 2010, the patient experienced amnesia ("short term memory loss"). On (B)(6) 2014, the patient experienced tooth disorder ("teeth issues") and loss of personal independence in daily activities ("loss of work"). On an unknown date, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) with arthritis, pain in extremity, arthralgia and neck pain, palpitations ("heart palpitations") and loss of libido ("loss libido"). The patient was treated with intravenous ringers, rituximab (rituxan), surgery (laparoscopic assisted vaginal hysterectomy), surgery (appendix removal) and surgery (right ovary removal in (B)(6) 2010.). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, abdominal distension, vaginal infection, vitamin d deficiency, dysgeusia and weight increased was resolving, the systemic lupus erythematosus, appendicitis, ovarian cyst, back pain, amnesia, tooth disorder, loss of personal independence in daily activities, palpitations and loss of libido outcome was unknown and the rheumatoid arthritis had not resolved. The reporter considered abdominal distension, abdominal pain lower, amnesia, appendicitis, back pain, dysgeusia, genital haemorrhage, loss of libido, loss of personal independence in daily activities, ovarian cyst, palpitations, rheumatoid arthritis, systemic lupus erythematosus, tooth disorder, vaginal infection, vitamin d deficiency and weight increased to be related to essure. The reporter commented: her physician had an issue getting the coil into her right fallopian tube. So she scheduled an appointment for her to go to the hospital two weeks later to have the other coil inserted, under general anesthesia. (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.9 kg/sqm. Most recent follow-up information incorporated above includes: on 22-nov-2017: new reporter, historical condition and patient information added. Event "severe and permanent injury" was deleted, since it was clarified as the new added events: lower abdominal pain/cramping, teeth issues, lupus, weight gain, bloating, irregular/heavy bleeding/clot, lower back pain, bloating, recurring vaginal infections, ovarian cysts, vitamin d deficiency, metal taste in mouth, memory loss, loss of work, heart palpitations, irregular bleeding, joint inflammation, loss libido, appendicitis, hand pain/ feet pain/thumb pain, ankle pain, neck pain, did not have confirmation test following insertion of essure. Essure removal date added (case upgraded to incident). Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.